Event description:
Subsequent to the initial medwatch report, user facility medwatch number (B)(4) was received with the following additional information: "event desc: sutures did not deploy. Failed device removed from sterile field." The user facility reporter was contacted and no additional information was provided.

Manufacturer narrative:
(B)(4). The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). It was initially reported that the device would be not returned for analysis. Subsequently the device was returned. Evaluation summary: the device was returned for evaluation. The link was pulled from the posterior cuff; therefore, the suture would not deploy and the reported event was confirmed. Based on the reported information, manufacturing inspection criteria and analysis of the returned device, probable cause for the reported event was determined to be related to the operational context during use. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide, after a cardiac stenting procedure. Reportedly, the sutures did not deploy. The method to achieve hemostasis was not reported. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. As the name of the physician was not provided by the hospital, it is unknown if the physician has been trained in the use of the proglide device. No additional information was provided.